Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2005 - patient underwent repair of incisional ventral hernia with implant of a composix kugel mesh, as well as cholecystectomy. Lysis of adhesions was performed. On (B)(6) 2005 - patient had developed purulent secretion through the incision. During incision and drainage of the abscess, it was noted that the fascial closure to the mesh was disrupted and exposed, and contaminated with purulent discharge, therefore, an explant was performed. During explant of the composix kugel mesh, succus entericus was present. A segment of small bowel in contact with the mesh was dissected. Leakage was noted to be from a pinpoint hole. A small bowel resection was performed. Tissues where the hernia was located appear thicker; this probably due to the reaction from the mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including cholelithiasis, hypertension and diverticulosis. It is unknown what caused the abscess and drainage of succus. The medical records do not indicate the cause of the hole. The information provided indicates that the patient developed and was treated for abscess and infection, which are known adverse events listed in the IFU. A manufacturing review was performed, including a review of sterility records, and found no evidence of a manufacturing related cause for the alleged event. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.